Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate hv therapy. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The oversensing was noted on a stored egm. The device was reprogrammed successfully and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.